Event description:
It was reported the device failed the volume test (18.37). No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the internal +/-3% delivery accuracy specification. No problems were found with the fluid delivery of the pump. The pump undergone standard periodic maintenance. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.